Event description:
Boston scientific received information that this right atrial lead had become dislodged at some point prior to the normal device explant that occurred. During that procedure, the physician observed that this ra lead was not affixed. Both the ra and rv leads were noted as having high thresholds. Per the boston scientific local area sales representative, high thresholds had been present at the first check after implant. There were no adverse patient effects noted.

Manufacturer narrative:
When the physician was in the process of removing the device from service, he had damaged this ra lead with electrocautery. Then in the process of replacing this ra lead, the rv lead became dislodged. Both leads were subsequently extracted and replaced. No further information is expected.